Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure to replace this pacemaker, the physician was performing electrocautery and touched the device. The patient subsequently went into ventricular fibrillation (vf) and was externally defibrillated. No additional adverse patient effects were reported. The device was explanted and replaced as planned.

Event description:
It was reported that during the procedure to replace this pacemaker, the physician was performing electrocautery and touched the device. The patient subsequently went into ventricular fibrillation (vf) and was externally defibrillated. No additional adverse patient effects were reported. The device was explanted and replaced as planned.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The returned device was analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.